Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a semi rigid ureteroscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the laser fiber overheated while being used inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a semi rigid ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the aiming beam of the laser fiber weakened while being used inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 mm and appeared unused. The fiber was broken in three pieces. The fiber face within the connector could not be examined. The light was unable to travel to the sub miniature-a (sma) connector face to illuminate it indicating that the fiber was broken within the connector. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a semi rigid ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the aiming beam of the laser fiber weakened while being used inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.